Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a photosensitive exaset leaked from an unspecified location. The issue was detected before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (underwater leak testing) was performed, and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.